Event description:
It was reported that the pt was hospitalized for elevated blood glucose and dka.

Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned, it will be evaluated and a supplemental report will be filed. No conclusions can be made at this time.